Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA. Device not returned to manufacturer.

Event description:
Patient reported obtaining a blood glucose result in the "400s" [mg/dl] (exact value not provided) and 200 mg/dl, within 1 minute, when testing on the aviva system. No action based on the device results was reported and no adverse event occurred. At the time of the report, patient no longer had the test strips that had produced the discrepant results. The suspect product will not be returned to the manufacturer for evaluation.